Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has presence of foreign material. This is attributed to failure to clean adequately. Other observations for the device: low angle in down direction; insufficient light from light guide (lg) lens due to breakage of lg; and universal cord has scratches. The excessive rising of the forceps elevator excessively was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for issues of low angulation, insufficient light fro light guide lens, forceps elevator rising excessively, and video cable damage. The device was reprocessed prior to being sent for repair. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of foreign material. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator, as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Identity of the foreign material found in the device is not known. Information provided by customer: the device is inspected for any abnormalities before using it. The device has not been used on a patient with the presence of foreign material in it. The reprocessing steps are followed as per instructions for use according to the training provided by an olympus field service engineer. The start of pre-cleaning was not delayed after the procedure. The manual was not cleaning performed within an hour after the procedure. No information was provided if the presoaking was done. The forceps elevator was raised and lowered three times in water during aspiration. The forceps elevator was brushed and operated in the detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.